Event description:
It was reported that the 9600+ system displays an "interlocks open" error message on the mainframe display. After rebooting the system displayed a "charging error." No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The phone assistant asked the customer to check the power connection and interconnect cable connection. The system operates as intended with no further error messages.